Manufacturer narrative:
Legal manufacturer: hcs buc - 283 rue de la miniere france buc yvelines, 78530.

Event description:
Customer heard a click from the ceiling anchoring plate of the monitor suspension of the ge healthcare discovery igs 730 system; and the subsequent large screen monitor could be drifted. No actual fall part has been reported. No injury or patient impact has been reported. The investigation is in progress.

Manufacturer narrative:
The investigation has determined that customer did not follow ge healthcare installation requirements. This investigation is recommended to close with corrections only as there is no ge healthcare product nor process root cause. No additional corrections, corrective, or preventive actions were identified during this investigation as it is an isolated case. The ge healthcare field engineer removed the monitor hanger and notified the hospital to reinforce the fixed chassis and reinstalled the large-screen monitor hanger. Customer provided to ge healthcare a document stating that the soldering meets ge healthcare load requirements. There are no patient identifiers as there is no patient involved.